Manufacturer narrative:
Device history records review is currently being conducted. Morpho-histological analysis will be performed on the valve. Preliminary device gross examination will be performed upon receipt of device, including the morpho-histological analysis. Device history records review is currently being conducted. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being returned to sorin group (B)(4). (Heart valves), (B)(4) for evaluation.

Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve that was explanted on (B)(6) 2013 after 2.7 years due to early calcification.